Manufacturer narrative:
Product was not returned to the manufacturer. The implant was discarded by the hospital. No visual examination could be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, and the recurrence of this type of event for this implant, it is assessed that the event is due to surgeon error because this surgeon don't use classical method to do controls (as it was mentioned that doctor doesn't use microscope with monitor or video camera). It is not clear how surgeon does verification while inserting the device into disc space and he had difficulty with device alignment which forced him to remove it and caused it to disassemble. It points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques for implant position verification. The investigation found no evidence to indicate device issue. Device not returned to manufacturer.

Event description:
Mobi-c p&f us : disassembled. From information provided, "implant tapped in. Tabs would not line upon lateral xray regarding of position in patient. Removed to inspect and implant fell apart." No delay of more than 30 min has been reported. The surgery was completed successfully with another implant of the same size. No impact on the patient. Additional information was received on june 4th, 2018 : according to reporter, "doctor doesn¿t use a microscope with monitor or a video camera". He hasn't noticed any changes in surgical steps between the first implant & the second. He hasn't pre-op images. He doesn't remember that surgeon encountered any resistance when he inserted, it (he didn¿t mention it). The disc space was under distraction. Surgeon "was having trouble getting the alignment pins to align on lateral views". Surgeon decided to remove the inserter and the device to look at the implant. Upon removal it fell apart.